Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was involved in an accident where a calf fell on the patient's leg. Following the incident the patient felt a shocking sensation at the ipg site regardless of stimulation. X-rays showed no anomalies. The patient was taken to surgery where the physician noted fluid in the lead. The lead was explanted and replaced. The patient reportedly received effective stimulation therapy and the shocking sensation was resolved.